Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set had tubing filled with air during patient infusion with normal saline. The set was used with a spectrum infusion pump. When IV antibiotics were to be hung, the nurse noticed the tubing was completely filled with air and infusing into the patient. The nurse immediately disconnected the set from the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.